Event description:
5 cases of wound dehiscence was associated with the use of a new allograft material that was used during spinal fusions. Cases were defined as pts who had spinal fusions between 9/00 to 11/00 that received greater than 180mm of the new allograft material and wound dehiscence. Indentified that anterior cervical diskectomy and fusion used small amounts of allograft without wound dehiscence during the same time frame. Facility was unable to demonstrate an infectious agent as cause of wound dehiscence. Wound dehiscence occurred at an average of 19 days post operatively. All five cases required surgical intervention to assist in wound healing which resulted in prolonged hospitalization. Surgeon described fascia as being intact over the spine and large amounts of fluid trapped underneath it. Facility's internal investigation revealed that the allograft material breaks down into water which places pressure on the surgical incision. Wound dehiscence problem resolved when stopped using the new allograft material. During chart reviews lot numbers were collected and no common lot numbers were identified among the five pts.